Event description:
Intravascular stent placed in 2009, in superior vena cava for treatment of obstruction by atypical carcinoid tumor of right lung was apparently without complication until day of death (five months later) when it caused perforation of the adjacent ascending aorta leading to hemopericardium with cardiac tamponade. Cause of death: cardiac tamponade due to perforation of ascending aorta due to superior vena cava stent placed for management of atypical carcinoid tumor of lung. Manner of death: undetermined (therapeutic complication). Information can be obtained from the facility.